Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer insulin pump alarmed motor error. The customer¿s blood glucose level was 469 mg/dl at the time of the incident. The caller stated that the insulin pump alarmed motor error and the blood glucose was over 400 mg/dl. The caller stated that the customer was treated with insulin pump and unsure if the insulin was delivered. The bolus history showed that a 1.0 unit was delivered out of the 4.0 units of insulin. The insulin pump alarmed no delivery during rewind process. The caller stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The caller was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.